Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative was unable to speak live with the customer. Via voice mail, it was recommended to replace the flow sensor to resolve the issue. No report of patient involvement. A ge healthcare service representative was unable to speak live with the customer. Via voice mail, it was recommended to replace the flow sensor to resolve the issue.

Event description:
The hospital reported receiving an error that results in an inability to initiate mechanical ventilation. There was no report of patient involvement.